Event description:
Reporter indicated that vns pt has recently experienced an increase in seizure activity above pre-vns baseline frequency. Device diagnostic testing was reportedly within normal limits, indicating proper device function. Based on known device settings, the generator battery should already have reached normal end of life. It was reported that the pt had recently undergone an eeg and that treating neurosurgeon believed that the generator may be stimulating erratically. The pt underwent generator replacement surgery due to end of battery life. The pt was reportedly not having any more seizures after generator replacement surgery. Based on information obtained to date, it appears that the increase in seizure activity was a result of normal end of battery life; however, it is not know why the seizure activity increased above pre-vns baseline frequency.